Event description:
A collamer lens model cc4204bf, diopter 18.5, was damaged prior to insertion. The lens was not implanted and the foam tip plunger came off the injector. It was indicated that the facility believes, there was an injector malfunction. The model and lot #s for the injector and cartridge are unk.

Manufacturer narrative:
The cartridge and injector were not returned. However, the visual inspection of the lens showed evidence of surgical residue, and the optic and haptic were torn. Investigation under is ongoing.